Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately treated the patient with shock therapy for detecting an atrial tachycardia (at)/ atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular tachycardia (vt) episode. The device remains in use. It was further reported that the right atrial (ra) lead has occasional undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.